Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubble infusion set tubing. The customer's blood glucose was 324-325 mg/dl. Reportedly, the customer was not performing the proper loading technique. The customer loaded a new cartridge successfully without air bubbles present.